Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging they were unable to get to ez carbs or ez bg screens. When selecting to bolus, the meter reportedly just went to the information screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.